Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor user technique and the test strip had poor fill.

Event description:
Customer complains of low results. Customer's son calling on behalf of customer, stating his mother received a reading of 24mg/dl fasting today at 04:15 pm. Customer stated that his mother was sweating profusely and that he immediately offer her food and juice but does not require medical attention. The customer's expected blood results are 179mg/dl fasting. Verified the strips expire 12/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 311mg/dl and 288mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported. 5:269mg/dl (B)(6) 2015 10:08:00 pm fasting:yes. Customer's son calling on behalf of customer stating his mother received areading of 24 mg/dl fasting today at 04:15 pm.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer's son calling on behalf of customer, stating his mother received a reading of 24mg/dl fasting today at 04:15 pm. Customer stated that his mother was sweating profusely and that he immediately offer her food and juice but does not require medical attention. The customer's expected blood results are 179mg/dl fasting. Verified the strips expire 12/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 311mg/dl and 288mg/dl not fasting. Reviewed meter memory (B)(6). Customer's son calling on behalf of customer stating his mother received a reading of 24 mg/dl fasting today at 04:15 pm.